Event description:
Hill-rom received a report from a hill-rom technician stating the siderail is not latching. The bed was located at the account in room 913. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the siderail latch gunked up. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the latch and spring to resolve the issue. Based on this information, no further action is required.